Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience sinusitis and nose cancer. The patient did receive medical intervention during hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience sinusitis and nose cancer. The patient did receive medical intervention during hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust on the blower box top. There was also observed to be an excessive amount of dust in the sound abatement foam. The manufacturer also received humidifier. Internal investigation of the humidifier was completed by the manufacturer and found contamination on the bottom humidifier enclosure as well as in the heater plate enclosure. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of unknown contaminant, dust found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.